Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) of a clinical study regarding a patient with an implantable neurostimulator (ins). It was reported the patient was hallucinating, indicating they were seeing things at night, and knew they were "just seeing them". This was noted to be unlikely related to the device/therapy. No further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp) of a clinical study indicated the hallucinations were not related to device, therapy, or implant procedure, and that they resolved on (B)(6) 2017.